Event description:
It was reported that patient was seen in clinic with high impedance. Device was turned off. Patient¿s seizures have been under control. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.